Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defects. H3 other text : see h10.

Event description:
It was reported that the bd safetyglide¿ needle only, 25 g x 1 in. Had black spots. The following information was provided by the initial reporter: it was reported by the customer that they had product with black spots.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle only, 25 g x 1 in. Had black spots. The following information was provided by the initial reporter: it was reported by the customer that they had product with black spots.